Manufacturer narrative:
Results: the jet7 was fractured approximately 26.5 cm from the hub. The jet7 was ovalized approximately 109.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter was fractured. If the jet7 is retracted against resistance or is otherwise manipulated at an extreme angle during the procedure, damage such as a fracture may occur. Further evaluation of the returned jet7 revealed that the catheter was ovalized. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician noticed that the jet7 was fractured outside of the patient at the proximal portion of the catheter. Therefore, the jet7 was removed. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.